Manufacturer narrative:
(B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior fusion surgery due to kyphosis at t5. Post op, the patient developed neurological symptoms because t5 screw was deviated to interior. Hence, revision surgery was performed where the deviated screw was replaced with a new one.